Event description:
It was reported that a revision surgery was performed due to aseptic loosening.

Manufacturer narrative:
Visual inspection of the returned devices revealed both devices are intact and resemble typical explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The part and lot number are unknown for the insert. A review of complaint history revealed no prior complaints for the listed lot/failure mode. The tibial tray grit blast surface had no bone cement attached to it. The grit blasted surface had scratches and regions that were burnished due to the relative motion between the cement and tray after loosening. The polished surface of the tray appeared rough potentially due to the insert rubbing on the surface along with third body particles. The insert has pits on the articulating surface potentially due to third body debris such as bone or bone cement. The distal surface of the insert appeared rough potentially due to rubbing against tibial tray surface along with third body particles. The insert has post deformation on the posterior and anterior regions potentially due to femoral contact during articulation before and after tibial tray loosening. Visual examination of the components did not reveal any features that would have contributed to the loosening of the tibial tray. Our investigation did not determine a specific cause of the stated failure. This investigation could not verify or identify any evidence of product contribution to the reported problem.